Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3999-60, lot# va07072, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device and therapy but the patient felt like their concerns were dismissed. It was noted that it had been a terrible experience.

Event description:
It was reported that the patient had experienced a loss of therapeutic effect. Infection was also reported. It was stated that the actual implant was supposed to be 90 minutes and it took 6 hours. It was stated that "they ended up having to do a laminectomy" and the patient "still hasn't gotten his voice back and it took about a month to recover." It was reported that the patient thought "it was going to be by his buttocks on the left, an inch below the belt line, but it was over his pelvis and it rubbed the pelvis which caused pain." It was stated that the stimulator caused "great discomfort and rubbed at the pelvis." It was reported that the patient got an infection right after the implant, and the operation also "sparked shingles on the day of the operation," and the patient had a lot of pain on his abdomen. It was stated that he was still wearing a bandage and "the cat scan was confirmed with a cat scan about 2 weeks prior to the report." It was stated that "the infection and the shingles together caused his incision to open" and that the patient thought "it was because of the metal staples they used." It was stated that he was still wearing the bandage and "it still seeped." It was stated that the patient was either going to "move or remove the stimulator, as soon as he saw the results of the cat scan." It was stated that the patient had gone to a neurosurgeon who didn't think the device was placed right. It was stated that the neurosurgeon had him take a myelogram, x-ray and cat scan and that the doctor said the stimulator was "just a band aid for something far deeper." It was stated "the stimulation was a little erratic, and went off and on." It was stated that he had missed a month of work, and "if he knew that, he wouldn't have had the surgery, and he felt that he was mislead." It was stated that the patient knew someone else who had the ins (implantable neurostimulator) in a different placement. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.